Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The transseptal puncture (tsp) was performed using the versa cross connect system. During the tsp, the physician dropped down on the septum and buzzed inferior/mid location. The physician advanced the wire and noted that it was not crossing into the left atrium. The physician then went through the patent foramen ovale (pfo) and pulled back to advance into the inferior vena cave (ivc), dropped again and ended up advancing through the inferior mid stick that was initially buzzed. A pericardial effusion check was completed, and it was noticed a small effusion developed. The physician chose to continue with the 27mm closure device placement, and the effusion was noted to increase in size very slowly during the procedure. The physician implanted the 27mm closure device in the laa. Pericardiocentesis was then completed to treat the effusion. The patient had normal blood pressure while in the recovery room. There were no further patient complications, and the patient was discharged home.